Event description:
It was reported that a malfunction alarm labeled "malf 0" occurred. There was no adverse impact to the customer¿s blood glucose level reported. Customer service assisted the caller by providing information to reset the pump, which resolved the issue as the malfunction did not recur. The customer continued to use the pump for insulin therapy.